Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A visual and microscopic examination of the returned product was completed, and the following features were observed: this is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end, and the ribbon, core and coil are welded at the proximal end. This is a j-shaped product. The guidewire returned with a bend at 16.5cm from the proximal weld and the guidewire did not appear to be fractured however after the fingerpull test, the ribbon was found to be fractured at the distal end. Upon deconstruction it was determined that the ribbon broke just behind the distal weld, there was evidence of necking at both ribbon fracture points, suggesting that this fracture is due to tensile overload. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damage was noted on returned guidewire. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. The classification as reported was "functional: unable to remove" however upon inspection the classification as analysed was determined to be "damaged: fracture/shear". Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Related product model #: 42415 related product serial #: no value found related product upn #: m001491561 related product batch/lot: 0009671426 related product family: starter material number: m001491561 returned product expected: yes. Device/procedure outcome: procedure completed, unable to use device - attempted, different device used (same model) patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: [?]event: guidewire stuck [?]when did it occur?; when manipulating the wire within the rspv [?]what type of guidewire was used?; standard starter wire [?]if the guidewire was a bsc device, what was the lot or j-pos number?; lot:9671426 [?] Was a new guidewire used to continue the procedure or was the same guidewire used?; new guide wire [?]was the guidewire able to be removed normally?; yes [?]was there any resistance during manipulation of the guidewire?; no particular issues during the procedure [?]was the guidewire moved in and out of the catheter several times?; only once [?]how many acts at the time of the stuck of blood clotting time ?; 300 seconds [?]please provide details on how this occurred; upon insertion into the rspv, the guidewire ceased to move. Either the tip had become stuck, or the catheter moved while the guidewire remained immobile. The guidewire was eventually withdrawn, so the entire system was removed. However, the catheter's wire lumen was bent, necessitating replacement of both the catheter and the wire. Infected: no infection name: diagnosis or treatment: resolution: different device used (same model) where did event occur: inside the patient outcome: no adverse event first time the unit was used: yes tested prior to use: yes used before expiry date: yes physician's comment: guess the guidewire tip got stuck. It happens often with stiff wires, but it's a bit of a nuisance. Generator used ablation[?] Catheter used other used event date: 2026-2-10. As reported device codes: 1457: entrapment of device or device component, 1763: kinked as reported patient codes: 9398: no clinical signs, symptoms or conditions